Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter observed inside the patient line of a homechoice automated set with cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a particulate matter inside the patient line tubing was observed. The particulate was jagged and black in color. The reported condition was verified. The cause of the condition was intrinsic to the manufacturing process; the particulate matter was burnt plastic caused by a pin build up during the tubing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.